Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside the labeled altitude operating range. Additionally, it was reported that the wake button was not working, and the touch screen was delayed in responding to presses. The customer's blood glucose level was 270-271 mg/dl. The customer reverted to an alternate method of insulin therapy.